Manufacturer narrative:
The investigation shows that there is a bug in the cu software: the software does not check that the helmet is locked to the helmet changer before enabling the lifting motion. So, if the helmet lock is jammed during lock/unlock or if the user does not press the lock/unlock button long enough, the helmet lock can be between lock and unlocked and then the user can start the lifting motion. This software bug exists in cu s/w version 2.0.4 which was released in the first release of lgk c.2 and it also included in the 1.2 hardware upgrade kit. Later releases of cu software does not have the bug. The user can avoid this issue by observing the led indicators of the helmet changer hand control before starting the lifting motion: there are led indicators on the helmet changer hand control that clearly indicates if the helmet lock is locked or unlocked or in between (no indicator light). The corrective action plan: an important notice has been sent to all customers affected by this issue, software upgrade to correct problem.

Event description:
Leksell gamma knife c 1.2 with mcu ver 4.0.0.6 improperly adjusted trolley for 4mm helmet caused jamming, when helmet changer attempted to lock helmet. Lock did not fully engage, helmet still could be raised.